Event description:
It was reported that balloon rupture, stent migration and removal difficulties were encountered. The 98% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, during deployment when the balloon was first inflated at 9 atmospheres for 2 seconds, the balloon ruptured. When the balloon was removed, the stent moved back with the balloon. It eventually stopped after 1-2 mm of movement and was successfully removed. Post-dilatation was performed with a 2.75x15 nc balloon catheter and the procedure was completed. No patient complications were reported.